Event description:
It was reported the right ventricular lead exhibited increased impedance and an insulation breakage discovered through fluoroscopy. The right ventricular lead was explanted. The patient condition was unknown.

Manufacturer narrative:
The reported event of insulation damage was confirmed while the reported event of high pacing impedance was not confirmed. A complete lead was returned in three pieces for analysis. Visual inspection found an internal insulation abrasion and two external insulation abrasions breaching the right ventricular cable lumen. The cause of the insulation damage was due to internal insulation abrasion between the shock coil and external insulation consistent with friction to another device or feature of patient anatomy. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead impedance could not be tested due to condition of the lead as received.